Manufacturer narrative:
The harmonic ace instrument has been received, but the failure analysis investigation has not yet been completed.

Event description:
It was reported that during da vinci-assisted surgical procedure, the harmonic ace instrument was found to have an issue with the blade. A backup instrument was used and the procedure was completed. An unspecified post-operative test was reportedly performed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the nurse stated that during a procedure using the harmonic ace, the blade broke at the tip and was completely detached from the instrument. The broken fragments dropped into the patient¿s body but were all retrieved without residual foreign bodies.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the base. A piece approximately 0.444in x 0.084in was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage.

Event description:
Refer to h11 for follow-up information.